Event description:
The customer reported that the device was charging itself without any user interaction. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the device was charging itself without any user interaction. There was no negative patient impact. The customer evaluated the device with assistance from philips tech support and the front panel/bezel was found to be defective. The fount panel/bezel assembly was replaced by the customer and resolved the issue. The device remains at the customer site.